Event description:
Procedure: lobectomy. According to the reporter: when fired over the bronchus. The instrument did staple, but did not cut half of the bronchus. The incomplete staple line was manually resected and sutured. No bleeding was reported. Tissue was stuck in the middle of slot where the knife blade moves through. The instrument was removed from the cavity with no tissue damage. Delay in surgery time was reported as over 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 07/09/2008.